Event description:
Patient reported a buckle/ripple/fold that they can see and feel. Healthcare professional reported a right side capsular contracture baker grade IV, visual distortion, and pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease/folding of implant observed creases fold on the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Wrinkling is observed in the device. Pain: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Patient reported a buckle/ripple/fold that they can see and feel. Healthcare professional reported a right side capsular contracture baker grade IV, visual distortion, and pain. Device has been explanted.

Event description:
Patient reported a buckle/ripple/fold that they can see and feel. Healthcare professional reported a right side capsular contracture baker grade IV, visual distortion, and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.